Manufacturer narrative:
The device has been received for eval, however, the device eval is not yet complete. A supplemental report will be submitted upon completion.

Event description:
It was reported that the screen on/quick bolus button is non-functional. Device will turn on when plugged in to a power source.